Event description:
The customer returned the duodenovideoscope, which is an annual inspection, with no reported complaint. However, during the evaluation of the device, areas of missing and damaged adhesive around the objective lens were observed. The service repair technician indicated that the most likely cause of the areas of missing and damaged adhesive around the objective lens was a component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of areas of missing and damaged adhesive around the objective lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.